Manufacturer narrative:
Per the clinic, a topical antibiotic was administered to the abutment site (date and duration not reported).

Manufacturer narrative:
This report is submitted march 3, 2017.

Manufacturer narrative:
Initial implantation details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient experienced keloid at abutment site, and subsequently underwent skin revision using silver nitrate (date not reported). The implanted device remains.